Event description:
It was reported that during a supply change on an ilet system, the user was unable to obtain drops during the fill tubing step and upon removal the cartridge was found cracked and leaking with a reported blood glucose of 221 mg/dl. A new cartridge from the box was used and the supply change was completed with troubleshooting and education provided. Customer care provided support that included guided troubleshooting and visual inspection by the user that identified damage to the cartridge. Investigation of this case revealed a cracked cartridge component consistent with device component damage leading to leakage and failure to deliver during priming. Symptoms included no reported clinical symptoms. Outcomes included no alerts or alarms and no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user-identified damaged disposable component.